Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient had been wearing the pod on the arm for longer than 48 hours. The parent reported that the pod failed to emit the expected alarm when it ran out of insulin. As a result, the patient was without insulin for about 4 to 5 hours, leading to a rise in blood glucose to 434 mg/dl. The patient experienced nausea, vomiting and elevated ketones. Medical attention was sought, and the patient was evaluated at the hospital for about 20 minutes before being discharged on the same day. The diagnosis provided was ketoacidosis, and treatment consisted of administering 8 units of insulin. The pod had been removed prior to the hospital arrival, and a new pod was placed. The parent stated that they did not hear any alarms or notifications from either the pod or the controller.